Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument had a broken section in the monopolar jaw pulley of the hook tip. There was no patient involvement and no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: damage was observed at the hook tip on the distal end of the instrument, which is the portion that enters the patient. The issue was identified as a broken monopolar jaw pulley. No material was detached or missing from the instrument, and no fragments fell into the patient. The damaged device was identified before it was used on the patient and was replaced with a backup instrument, allowing the procedure to continue as planned.